Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 (inadvertently omitted from the initial report), e1 (telephone number should be blank), h3 (¿no¿ was selected in error on the initial report), and h6 (type of investigation code ¿10¿ was inadvertently omitted from the initial report) additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is confirmed that the reprocessing was conducted in accordance with instructions for use (IFU) and there is no deformation in the residue point. The root cause of the foreign material remained in the subject device could not be identified. The instruction manual states the detection method associated with the event in "instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection", and preventative measures in "instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.